Event description:
It was stated that a blockage alarm occurred. The event occurred during patient use at the patient's home. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
B3: month and year are known, day is unknown. It was reported that a blockage alarm occurred, and the reported issue was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.